Manufacturer narrative:
No further information available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversion episode was seen on a merlin transmission. The egm was reviewed, and it was discussed the episode seems to be caused by ventricular lead noise and suggested bringing the patient into clinic for lead testing.

Event description:
New information notes that the noise was not created, patient has an electric mattress and sleeps on her left side arm, this may be the cause of the noise. All measurements are stable. Will continue to monitor, patient is fine.